Event description:
It was reported that additional intervention was required as the stent failed to expand. A 6x120x130 eluvia self-expanding drug eluting stent was selected for a percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery (sfa). The target lesion was 100% stenosed, severely calcified and severely tortuous. The lesion was predilated and stenosis was 80%. The stent was deployed and it was reported that the radial force was not enough to treat the lesion. The lesion was post dilated with a balloon twice due to this event. No patient complications were reported.